Event description:
Information was received, from a patient via manufacturer representative. Who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported, that the battery lights on the wr9220 recharger are blinking quickly in a cycle. The caller indicated, that they attempted to reset the charger by holding the power button. And that did not resolve the issue. The caller was not with the patient. Technical services reviewed information about troubleshooting. The caller will follow up with the hcp/patient and contact technical services if they need to have the recharger replaced. The rep called back requesting replacement charging equipment. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot#: (B)(6). This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls, which were previously reported to FDA under 21 cfr 806 are now reported as mdrs. This is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.